Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, h1, h2, h3, h6. Visual inspection confirmed the reported event. The likely cause of the fracture is due to using the drill past its useable life (damaged cutting edges). The reported event shows the instrument is 13 years & 2 months old and may be down to a result of wear and tear which would have resulted in extra force needed for the drill to cut efficiently, which in turn would have resulted in the device fracturing. No design or manufacturing deficiencies have been identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the 4mm drill bit was broken during surgery.

Manufacturer narrative:
(B)(4). It has been indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by a sales representative that a 4mm drill bit broke in half during the case. The surgeon had already drilled down to the required depth, and did not affect the outcome of the case.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported by a sales representative that a 4mm drill bit broke in half during the case. The surgeon had already drilled down to the required depth, and did not affect the outcome of the case.